Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving gablofen (2000mcg/ml at 700mcg/day) via an implantable pump. The indications for use was unknown. It was reported that the pump eroded through the skin. The plan was to reduce the daily dose and replace the system. Additional information was received. There was an abdominal pocket infection and dehiscence. The existing pump and catheter were explanted. A new catheter was placed and a new pump was implanted on the patient's opposite side. The patient's daily dose was reduced to 250mcg/day. The issue was resolved at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID: 8709 (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2003; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.